Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit displayed an "error 109" message, and the device would not charge energy. The complainant indicated that there was no pt involvement in the reported malfunction.